Event description:
(B)(4). Irregular, heavy periods. Severe abdominal pain. Constant hip pain. Lower back pain. Diagnosed with depression and fibromyalgia. Daily migraines and ice pick headaches. Lack of sex drive. No energy. Weight gain. Dizzy spells.